Event description:
A 2.5 mm diameter x 18mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a proximal rca lesion. Lesion morphology was reported to be severely tortuous with severe calcification and 90% stenosis. The lesion was pre-dilated. The physician inserted two wires for support. It was reported that the physician inserted the endeavor drug-eluting stent and was attempting to reach the lesion site; however the stent came off of the balloon at a bend in the rca. The stent was removed with the help of the two guide wires. The case was completed with poba. The patient is reported to be stable. Evaluation summary: medtronic has received the device and its analysis has been completed. Blood residue was evident and there were bends and twists at points along the shaft. Crimp / bake impressions were evident on the un-inflated balloon. The distal tip was damaged. The stent was stretched and deformed. The stent was returned off the balloon, severely stretched. Additioanl information was received from the field which confirmed the following: "there were no issues when removing the device from the hoop. The stent was inspected prior to use with no abnormalities noted. Small resistance was noted when advancing the stent to the calcified target lesion. Resistance was noted at the bend in the rca. No additional force was applied to advance the stent". Please note that this (lot number 0000703940) is distributed outside the united states.

Manufacturer narrative:
Evaluation codes, results: stent dislodgement. Conclusions: severely tortuous with severe calcification and 90% stenosis. Secondary intervention.